Event description:
During a presentation at a summit, medtronic became aware of stent graft migration and type 1 endoleaks as follows: in another manufacturer's study of 151 patients, 83% of the patients that were treated had a prior aneurx implant, 86 patients had type 1 endoleak, 136 patients had evidence of stent graft migration, 94 patients had endoleak and stent graft migration; 59% of the patients were treated with the manufacturer's aorto-uni-iliac device, 41% of the patients were treated with the manufacturers aortic cuff. Three patients had ruptures post treatment with the other manufacturer's device. Further information was requested; however, no additional information was provided.

Manufacturer narrative:
Lack of information (no information leading to the endoleak and stent graft migration was provided, no films or operative notes were provided).